Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported a communication error occurred during activation with the personal diabetes manager (pdm). The patient was unable to activate a pod and the blood glucose levels increased to 363 mg/dl. The patient went to the emergency room (ER) and was treated with 13 units short acting insulin and 7 units basal insulin. The patient was released the same day and returned to injections until a new pdm arrived.